Manufacturer narrative:
A ge service representative performed an on site investigation. The battery was replaced and the software was installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The fse reported that the system would not boot up due to a dead gpos battery. There was no patient injury or death reported.